Event description:
It was reported that the patient experienced severe pain from the hip, a severe limp, and difficulty with ambulation approximately 7 years post implantation. However, no revision has been reported to date and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: part 00875505202 lot 2737388 acetabular cup; part 00875505000 lot 2756567 bone screw; part 00877503603 lot 2735781 femoral head; part 0106010004 lot 4020629 femoral stem. Medical records were not provided. Crf data provided states that patient had office visits 6 months, 1 year,2 year, 3 year, 5 year and 7 year post op stated that patient was experiencing pain and difficulty ambulating and do performing daily activities. X-rays did not indicate any issues. At about 7 year follow up patient was experiencing severe pain and severe limping. Reported event was unable to be confirmed. Review of device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.